Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') and autoimmune disorder ('having auto immune symptoms/my autoimmune number have been increased also') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic reaction to bee sting. Concomitant products included antihypertensives. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), lip swelling ("lip swelling"), pruritus ("itchy"), rash ("random rashes"), insomnia ("can't sleep") and paraesthesia oral ("my tongue will tingle prior to swelling"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the lip swelling had not resolved. The reporter considered abdominal distension, autoimmune disorder, insomnia, lip swelling, paraesthesia oral, pruritus and rash to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received. Event bloated make medically significant and ir due to essure removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.